Event description:
The customer observed falsely elevated alinity c creatinine results for one patient who was referred to a specialist based on the elevated results. The following data was provided: sid (B)(6). Measurement 1: 2.88 mg/dl (B)(6) 2022. Measurement 2: 1.94 mg/dl (B)(6) 2022 no adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation determined there is normal complaint activity for lot number 81084un21. Return testing was not performed as returns were not available. Device history record review was performed on lot 81084un21, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of reagent lot number 81084un21 was evaluated using world-wide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot number 81084un21 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot number 81084un21. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the alinity c creatinine reagent identified in this complaint.